Manufacturer narrative:
The customer was advised to perform an o2 gas path test and then provided the device logs for review. Upon receiving the device logs and a screenshot, an analysis of the gas path test showed a leaky safety valve caused by a fault in the inspiration block assembly. It was recommended that the customer replace the inspiration block to resolve the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
It was reported that before use, the device was experiencing a technical failure 389 - no o2 dosing possible. Complainant indicated that there was no patient involvement in the reported issue.